Event description:
Surgeon used aortic punch to make small hole in artery for anastomosis. After using the device, surgeon noted aortic punch failed to punch. Instead, it twisted and tore intima of vessel. Instead of a small circular tissue at the end of the punch, the tissue that came out was 2 cm long. Plan of care unchanged. Will request supply manager to pull punches with this lot#.